Event description:
It was reported that a balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 6.00mm/2.0cm/135cm peripheral cutting balloon was selected for use. During the procedure, at third inflation, it was noted that the balloon ruptured at 10atm within 30 seconds. Furthermore, the tip of the balloon appeared damaged. The device was removed using the normal method. The procedure was completed with a different device. No complications were reported and patient was good post procedure.